Manufacturer narrative:
Medwatch sent to FDA on 06/21/2016. Full citation of literature: caputo glenda giorgia; marchetti alberto; dalla pozza edoardo; vigato enrico; domenici lavinia; cigna emanuele; governa maurizio. "Skin-reduction breast reconstructions with prepectoral implant." Plastic and reconstructive surgery, (2016 jun) vol. 137, no. 6, pp. 1702-5. These events are being reported because medical intervention was required, although device-relatedness has not been established. The events of ischemia and necrosis are physiological complications and analysis of the devices generally do not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. The author was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Allergan has received no response from the authors. Device labeling: necrosis may inhibit wound healing and require surgical correction and/or explantation. Permanent scar deformity may occur as a result of necrosis. Placement, expansion and pressure of the remote injection site (in the natrelle® 150) may induce necrosis particularly with unsuitable skin flaps. Do not use microwave diathermy in patients with breast implants. Microwave diathermy has been reported to cause tissue necrosis, skin erosion, and implant extrusion.

Event description:
Reviewed the following literature: "skin-reduction breast reconstructions with prepectoral implant." Authors reported that breast implants used were either natrelle® 150 or natrelle® 410 implants. The implant was "placed above the pectoralis muscles in a compound pocket made by a dermal flap and acellular dermal matrix." The acellular dermal matrix was porcine-derived and was not manufactured by allergan. Authors reported two cases of ischemia in two different patients and "full-thickness skin necrosis at the inverted-t edges" resulting in "surgical necrosectomy and primary closure." Sides are unknown and the devices remains implanted.